Manufacturer narrative:
Product event summary: two controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that (B)(6) passed visual inspection and functional testing. Failure analysis of the controller (B)(6) revealed that the device passed functional testing. Visual inspection under 10x magnification revealed hairline cracks around power port one. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Review of the controller log files associated with (B)(6) revealed that no alarms were logged within the analyzed period; the device was not in use during the reported event date and was likely the backup controller. Review of the controller log files associated with (B)(6)revealed two (2) controller power up events with associated motor starts logged on (B)(6) 2019 at 10:42:07 and 19:32:07, respectively. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2) with 25% relative state of charge (rsoc). The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 14 seconds. The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 96% rsoc and (B)(6) was connected to power port two (2) with 70% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and a power adapter was connected to power port two (2). The controller was without power for 9 seconds. Several momentary disconnections were logged leading up to the second loss of power. There is no evidence that the lubrication servicing was performed on the associated power source. When the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. This was likely perceived by the patient as the reported ¿orange lights¿. It is likely that the patient perceived the no power alarm that sounds when the controller loses power as the reported ¿unknown alarm¿ described in the event details. As a result, the reported event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power and momentary disconnections. Controller 2.0 ¿ (B)(6) h6: method code(s): 10, 4112 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 12 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the initially alleged controller and a second controller exhibited an unknown alarm. The second controller was exchanged.

Manufacturer narrative:
Heartware ventricular assist system controller 2.0 d4: model #: 1420 / expiration date: 30-june-2018 / serial #: (B)(4), UDI #: (B)(4). Available for evaluation: yes, return date: 08-oct-2019 evaluated: no, device evaluation anticipated, but not yet begun, mfg date: 30-june-2017, labeled for single use: no, patient code(s): c76143, device code(s): c63025. FDA results code(s): 3233. FDA conclusion code(s): 11 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient saw orange lights on the controller. The controller then lost power while switching to wall power. The controller was exchanged. No patient complications have been reported as a result of this event.